Event description:
It was reported that a revision surgery was performed to remove an implant, and replace with other hardware.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.